Event description:
It was reported that there was no fluid flow through a large volume infusor during infusion. It was observed that there was no decrease in the volume of liquid within the device during therapy and there was no flow of liquid at the end of the luer interface after disconnecting the connector. This occurred during intravenous injection of recombinant human endostatin injection (endu) 210mg for targeted therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 7-9, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.